Manufacturer narrative:
H4: the device was manufactured from april 7, 2020 - april 8, 2020. H10: the actual device was received for evaluation. The sample was returned to the plant containing 96 ml of residual drug fluid in the device. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused during patient infusion. It was further reported that the peripherally inserted central catheter (PICC) line was flushing well with good flashback and no issues. The device had been filled with flucloxacillin 8000 mg plus citrate buffer in 230ml 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.